Event description:
It was reported that patient underwent a procedure utilizing maxfire suture anchor in 2009. The first implant was deployed successfully, however, the second implant did not deploy when the red trigger on the device was pulled. The surgeon decided to remove the first implant and use a competitor¿s product to finish the procedure. This caused a delay greater than thirty minutes to the procedure.

Event description:
It was reported that patient underwent a procedure utilizing maxfire suture anchor in 2009. The first implant was deployed successfully, however, the second implant did not deploy when the red trigger on the device was pulled. The surgeon decided to remove the first implant and use a competitor¿s product to finish the procedure. This caused a delay greater than thirty minutes to the procedure.

Manufacturer narrative:
Evaluation in process, but not yet complete.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.